Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, anxiety and depression. Current weight (B)(6) lbs. Essure confirmation test(s) conducted, specify- date of test: 2006. Previously administered products included for an unreported indication: ortho-novum from 1986 to february 2006. Concurrent conditions included overweight. Concomitant products included trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes/hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type:,bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:,urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:,vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hot flashes"), premature menopause ("early menopause"), vulvovaginal pain ("location of pain: vagina") and adnexa uteri pain ("location of pain: ovary area") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, hot flush, premature menopause, vulvovaginal pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, nausea, pelvic pain, premature menopause, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: insertion details- left ostia-1-2 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Imaging procedure - in 2006: essure confirmation test(s) conducted(unspecified): total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Event hormone level abnormal was replaced with the events: mood swings, hot flashes. Events: early menopause, location of pain: ovary/vagina were added. Lab data and reporter's information were added. Historical drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.